Manufacturer narrative:
The product initially reported for this MDR was reported with the incorrect catalog number by the user facility. Upon device evaluation, it was determined that the reported event had already been submitted to FDA on (B)(4) 2014 under MFR report #0001811755-2014-00510 (stryker reference (B)(4)). Since these are duplicate complaints, this report is being updated to reflect the previously-submitted findings. The reported overheating of the fiberoptic cable was confirmed by a manufacturer repair technician through visual inspection. During evaluation it was noted that the cord was torn, which can lead to the reported overheating, and can be caused by a material fatigue issue. The helmet is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during testing at the user facility the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing at the user facility, the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.